Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive after multiple battery changes. The patient noted battery corrosion. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Investigation was unable to be completed due to moisture. There was corrosion on the keypad flex and flex connector. Unrelated to the complaint, evaluation revealed a scratched, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.